Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal edge of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance during withdrawal attempts from the patient. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained >45 degrees bend. A 3.0 cls guide catheter was placed and a 2.5x15mm balloon catheter was used for predilation of the lesion. The percent stenosis of the lesion immediately after predilation was 70%. Then a 3.00x38mm promus element plus stent was advanced but was unable to cross the lesion. The device was removed and it was noted that the proximal portion of the stent was kinked. The procedure was completed using a 3.0x38mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained >45 degrees bend. A 3.0 cls guide catheter was placed and a 2.5x15mm balloon catheter was used for predilation of the lesion. The percent stenosis of the lesion immediately after predilation was 70%. Then a 3.00x38mm promus element plus stent was advanced but was unable to cross the lesion. The device was removed and it was noted that the proximal portion of the stent was kinked. The procedure was completed using a 3.0x38mm non-bsc stent. No patient complications were reported and the patient's status was stable.